Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. The leak was noticed corning from the bottom head cap of the dialyzer. The machine did not alarm and test strips were not used to confirm the leak. Estimated blood loss was 130ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.